Event description:
It was reported that during multiple surgical procedures at the user facility, the drill was overheating. No medical interventions and no adverse consequences were reported with these events. Back-up equipment was used to complete the procedures, with clinically non-significant delays between 5 and 20 minutes.

Manufacturer narrative:
During the visual examination, the device was found to have worn bearings, which is a probable cause of overheating.